Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for 1.5 days. The patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (leg). Once at the hospital emergency room the patient was treated with intravenous fluids as well as insulin. The patient reports upon their blood glucose level going down they were provided crackers and ginger ale. The patient was prescribed insulin. The patient was at the hospital emergency room for 2.5 hours.